Event description:
It was reported the ECG (electrocardiogram) has constant noise. ECG cable and power cord were replaced with no improvement. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the constant noise on the electrocardiogram (ECG) but analysis did find cracked solder joints. It was also noted that the programmer noise rejection test was out of specification, as a result the printed circuit board was replaced.